Event description:
The surgeon noted a gelport malfunction. There was about a one-half inch tear/break on the side of the gelport. The port was separating from the ring, resulting in loss of pneumoperitoneum.